Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative who reported that the physician requested a different catheter because he said the collet was broken on the one out of the package. It was unknown if there were any environmental or external factors that may have led or contributed to the issue. The physician was given a different catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.